Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was found to be in safety mode. A replacement procedure was scheduled the following day. This pacemaker was subsequently explanted and replaced. The physician commented the reliability of boston scientific devices has been completely lost. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.